Event description:
A concentric employee first became aware of this event in 2009, when reviewing registry procedure notes recorded by the site. The patient presented with complete thromboembolic occlusion of the m1 segment of the left middle cerebral artery (i.e., ischemic stroke). Initially a penumbra device was utilized, but could not be navigated over a guidewire beyond the carotid siphon. After a second retrieval attempt with the merci retriever system, a contrast media injection through the microcatheter 18l demonstrated extraluminal contrast extravasation. The microcatheter was removed and a separate angiogram was performed through the guiding catheter which confirmed the presence of extravasated contrast around the supraclinoid segment of the ica. The procedure was ended at this point. The physician considered this to be a vessel perforation complication contributed to by the microcatheter. The patient was discharged the previous month, to a short term general hospital for inpatient care with a mrs of 5 (severe disability). None of the reported information suggested that any concentric medical device malfunctioned.

Manufacturer narrative:
Because, the device was not returned to concentric medical, a complete investigation could not be performed. Vessel perforation and hemorrhage are listed as possible complications in the microcatheter instructions for use.